Event description:
It was reported that the patient received inappropriate therapy. Low, out of range, pacing lead impedance, loss of capture and clavicular crush were noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Insulation and conductor damage was noted at 15.5-17.5cm from the connector pin consistent with clavicle crush damage. The svc conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance and inappropriate therapy.